Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that rep met with patient on (B)(6) 18 and adjusted groups to provide better coverage into pain areas of patient. Patient almost cried since this is the best her stimulator had felt in a long time. No further complications were reported/anticipated. Additional information was received from the manufacturer representative. It was reported that an impedance check concluded that all were within normal limits. The patient's new programming did not cause any uncomfortable shocking during the office visit.no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient couldn't connect their programmer to their implant with or without the antenna. The rep stated they met with the patient on (B)(6) 2018 and the patient was happy with the programming that the rep did, but soon after that the patient stated they started to experience stimulation that changed. The patient told the rep that the stimulation would be in their chest at times and when the therapy was turned off and then back on the stimulation would go back to normal. It was stated that the rep found out today that the patient had a fall in (B)(6) 2017 and then a car accident in (B)(6) 2018. The rep stated that they had checked the patient¿s impedances in february and didn't recall anything that was out of the norm. They indicated that this meeting with the patient was after the fall and the car accident. The rep stated that the patient told them that when the ins battery was touched in their abdomen, that makes stimulation sensation change. It was reported that the rep was due to see the patient on (B)(6). It was discussed there was potential for lead movement, and it was advised that the rep possibly get an x-ray of the lead and also possibly an image of the ins site since the patient reports stimulation sensation changing when touching the battery. It was discussed the possibly of a short if the implant battery was depleted, since the rep stated the patient didn't have high density (hd) settings and the patient like their stimulation to be on the lower end. No troubleshooting could be done due to access to the product. Additional information was received later the same day from the rep stating that they had called the patient back and clarified a few things with them after the call with technical services. They reported that the patient had shut their stimulator off about two days ago, but up until then they had been using it on and off. They stated they were getting the question mark (?) On the screen on and off as well. The rep asked the patient if they had seen any other images in the last few weeks and they stated they did see a doctor screen, but they stated they were too concerned about their shoulder issue to call before now. Technical services stated that they wondered if they saw the eos or eri screen on the right-hand corner of the screen. The rep stated they were thinking the patient had to have seen the eri or eos screen, but they stated when they asked the patient about those letters they didn't know. The rep clarified that a report had been previously submitted about the fall in (B)(6) from their colleague, regarding the patient getting shocks in their feet. They stated in the follow-up it was indicated that the rep reprogrammed the patient where they were not getting shocks in their feet and their impedances were within normal limits when they saw them in february (which was both after the fall and car accident). The rep indicated that the car accident on (B)(6) 2018, the stimulation in their chest, stimulation changing when pressing on the battery site and issues with the remote communication were all new issues. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had an uncomfortable stimulation sensation in the chest, down leg and back after programming in february. The rep reported that the patient contacted them in june with these additional symptoms. The rep reported that the patient had a shoulder surgery sometime between february and june as the reason for not getting the neurostimulator (ins) checked. The patient hadn¿t been using stimulation much since february. Palpating the ins was recommended. The rep reported that the abdomen ins placement appeared to be tilted. The rep reported that nothing had changed with the pocket since ins replacement. The rep reported that the ins was moving in the pocket. The rep reported that when stimulation was on, the sensation changed with movement of ins in the pocket. An x-ray was going to be performed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. It was reported that the patient fell down the stairs before christmas and fell flat on her back. The patient said when she wakes up at night she feels like she is getting shocked in her feet and when tries to increase stimulation she starts to get muscle spasms and pain. The patient stated that the stimulation had always been a good thing for her and she didn't need to take pills. The rep noted that a meeting was scheduled for (B)(6) to run impedances; also, an appointment with the healthcare professional was scheduled for (B)(6). It was noted that the issues was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018; (B)(4) (con, rep): information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surge. Additional information was received from a manufacturer¿s representative (rep). The rep reported that they spoke with technical services on (B)(6) 2018 and saw the patient on (B)(6) 2018. The rep reported that the patient¿s battery was not at eri/eos, her battery was over 3.0v when on the phone with technical services. The rep reported that the impedances were within normal limits; however it was likely she had a loose connection somewhere in the system, as when the battery was manipulated in the pocket, the stimulation sensation changes. The rep reported that the patient was being referring for an exploration/revision of the system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported no surgery date was set. No further complications reported /anticipated.